Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not fire and was difficult to close. The surgeon applied another device to complete the procedure. The hosp has reported no injury occurred.